Event description:
It was reported that (1) lcsc5 was used with luke handpiece during a laparoscopic radical prostatectomy procedure. It was reported by the rep that the lcsc5 worked fine for most of the case and began solid tone. Opened another device to complete the case. There was no consequence to patient.